Event description:
Event description guidant received information that this coronary sinus implantable lead exhibited impedance greater than 2,000 ohms during the implant procedure. The lead was not implanted and another lead was used. This implantable cardioverter defibrillator (ICD) was prophylactically explanted due to the advisory affecting this device model. A new device was then implanted. The device and lead were returned for analysis.